Event description:
It was reported, "surgeon removed osteolysis and insert/head from patient. Packed cancellous bone in defects cemented x3 eccentric liner and placed metal v-40 head +10mo."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device eval: given to patient.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot conclusion: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "surgeon removed osteolysis and insert/head from patient. Packed cancellous bone in defects cemented x3 eccentric liner and placed metal v-40 head +10mo."